Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported that despite using the pump for therapy, the insulin gauge remained static at 65 units. Subsequently, the customer experienced resistance when filling a new cartridge. Reportedly, the customer did not notice any damage to the supplies. The customer filled the cartridge successfully and completed the load process. Reportedly, the customer had been experiencing low blood glucose (bg) levels (lowest of 54 mg/dl). The customer believed that the suspected cause of the low bg levels to be due to the basal rates being set too high by the health care provider (hcp). To treat the low bg levels, the customer consumed carbohydrates. The customer confirmed hcp would be consulted regarding the basal rate settings.